Manufacturer narrative:
The device has not been returned for evaluation. Correspondence has been sent out but have not received information on the status of device return. A supplemental report will be submitted once the device has been returned and evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization of right middle cerebral artery (mca) aneurysm procedure, it was reported the marker band on the tip of the catheter was could not be seen under fluoroscopy. The distal marker band was not found and the physician did not see the marker band break away. Upon withdrawal of the catheter, no appearance of structural damage was found. The tip was not shaped. There was no surgical or medical intervention required. There were no patient symptoms or complications associated with this event. The patient is alive and not hurt.